Manufacturer narrative:
Medsun report ((B)(4)) received from the FDA on 09-jul-2013 reported that inomax dsir (B)(4) "continued to alarm delivery failure". Evaluation summary: the inomax dsir device was returned to the manufacturer for service investigation. Review of the service log confirmed the reported under-delivery of nitric oxide during pre-use checkout of the backup delivery mode. Testing of the device backup mode is a part of the pre-use checkout procedure. The primary delivery mode monitored nitric oxide levels recorded in the service log , while low, were within specification. Monitored backup nitric oxide levels were out of specification low. When the device was subjected to troubleshooting at the ikaria service center, the monitored nitric oxide levels were within specification using the primary delivery mode, but out of specification low when the backup delivery mode was tested. During further testing, the device failed the delivery leak to atmosphere test. The backup regulator was replaced and the device passed the delivery leak to atmosphere test. A full functional test was performed and the device passed all tests in accordance with specifications and was returned to the device pool for distribution. The root cause for backup delivery to be out of specification low was a leak associated with the backup regulator. This issue will be tracked and trended under ikaria's quality system. This MDR is submitted solely as a result of receipt of a user MDR filed with the FDA by the user and is not filed due to an adverse event.

Event description:
Inomax dsir continued to alarm delivery failure [device issue]. Case description: on 09-jul-2013, medsun safety report(B)(4) was received by ikaria from the FDA. The report stated that inomax dsir (B)(4) "continued to alarm delivery failure". Additional information obtained from the medsun reporter on 24-jul-2013 and from respiratory therapy training educator on 31-jul-2013 is included in this report. On 01-jun-2013, the office of clinical safety of a hospital in the united states filed a voluntary medsun report with the FDA regarding inomax dsir (B)(4). The report stated that on (B)(6) 2013, "the device started alarming delivery failure" and although "the sample line was replaced" and the "nitric tank was switched with a new nitric tank", "the device continued to alarm delivery failure". A low calibration was performed without resolution of the delivery failure alarm. The device was on a patient and the reporter stated "the patient's vital signs remained stable and unchanged", however "a decision was made to switch out the device". A search of the ikaria safety database revealed no associated safety reports. A search of the ikaria complaint reporting database revealed a complaint received by ikaria customer care (cc) from this hospital on 24-apr-2013 ((B)(4)). On 23-apr-2013 a rt training educator received the device (inomax dsir (B)(4)) with a note attached stating "device failure" and an incident report ((B)(4)) stating the information as listed in the medsun report submitted to the FDA. The rt said that he tested the device which "powered up normally, did a low level calibration and repeated power sequences several times with no regeneration of delivery failure alarm". The rt stated that "during the performance test, set dose of no was 40 parts per million (ppm) and the measured no was reading 33 ppm". The rt also stated that "during the backup switch test, the measured [no] value was 10 ppm. A low calibration and a high calibration were performed, the injector module was replaced and the issue still remained". The rt was willing to replace the no sensor. On 25-apr-2013. Ikaria technical services followed up with the rt who reported that the new no sensor did not resolve the entire issue as the "electronic delivery at 40 ppm was now passing, but the backup delivery was still on 10 ppm". A decision was made to return the device to ikaria for inspection and the device was picked up on 25-apr-2013.